Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after one year of implant time due to battery depletion. The patient with this ICD received multiple shocks, resulting in rapid battery consumption/depletion.